Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s battery was overdischarged and after a trickle charge was done and the battery was charged up, it would only last a few seconds before it would say the battery was discharged again. The rep reported that the patient didn¿t charged the battery for an unknown number of months. The patient wanted to be referred for replacement. The issue wasn¿t resolved. No further complications were reported.